Manufacturer narrative:
The biomedical engineer (bme) reported that at 3:30am the tile monitoring wnp4807-01 began displaying the patient info and vitals for the tile that was monitoring wnp4807-02. The tile that was originally monitoring wnp4807-02 was completely blank as if no device was being monitored and wnp4807-01 was no longer being monitored. They were unable to confirm if at that moment there was any issue with the actual tele device since it was 3:30am and the patients were asleep and the staff did not enter the room. The staff was able to resolve the issue by readmitting both patients to their original tiles they were being monitored on at 3:34am. The issue only lasted 4 minutes and has not occurred again since. Adonica confirmed that all devices appear to be functioning correctly now and they are showing the correct channel number and bed ID when she went to inspect them. She noted that during those 4 minutes wnp4807-02 data was still being collected and stored while wnp4807-01 data shows a gap for those 4 minutes. She confirmed she is able to still view data from before 3:30am and after 3:34am for both patients. She also noted once wnp4807-01 was readmitted on the tile they got the message hr learning. No patient harm was reported. Telemetry transmitter: bed ID: wnp4807-01, model: zm-531pa, sn: (B)(6), channel: e029. Telemetry transmitter: bed ID: wnp4807-02, model: zm-531pa, sn: (B)(6), channel: e182.

Event description:
The biomedical engineer (bme) reported that at 3:30am the tile monitoring wnp4807-01 began displaying the patient info and vitals for the tile that was monitoring wnp4807-02. The tile that was originally monitoring wnp4807-02 was completely blank as if no device was being monitored and wnp4807-01 was no longer being monitored. They were unable to confirm if at that moment there was any issue with the actual tele device since it was 3:30am and the patients were asleep and the staff did not enter the room. The staff was able to resolve the issue by readmitting both patients to their original tiles they were being monitored on at 3:34am. The issue only lasted 4 minutes and has not occurred again since. Adonica confirmed that all devices appear to be functioning correctly now and they are showing the correct channel number and bed ID when she went to inspect them. She noted that during those 4 minutes wnp4807-02 data was still being collected and stored while wnp4807-01 data shows a gap for those 4 minutes. She confirmed she is able to still view data from before 3:30am and after 3:34am for both patients. She also noted once wnp4807-01 was readmitted on the tile they got the message hr learning. No patient harm was reported. Telemetry transmitter: bed ID: wnp4807-01, model: zm-531pa, sn: (B)(6), channel: e029. Telemetry transmitter: bed ID: wnp4807-02, model: zm-531pa, sn: (B)(6), channel: e182.